Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 105) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca. The root cause for the shorted igbts could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.